Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered more insulin than they needed. The customer's blood glucose (bg) level subsequently decreased to 48 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.